Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important." Number 8 states, "correct handling of the device is extremely important." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique; however, a conclusive determination could not be made.

Event description:
It was reported that patient underwent a tendon repair procedure on (B)(6) 2015. During the procedure, the anchor would not deploy. A suture anchor was used to complete the procedure.